Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Tandem technical support reviewed pump data and found that the cartridge was filled with over 300 units of insulin on the instances of inaccurate fill estimates. There was no adverse impact to the customer's blood glucose (bg) level. Tandem technical support instructed the customer not to overfill the cartridges.